Event description:
Caller reported a malfunction on the pump but noted that no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset instructions and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurs, which the caller acknowledged and understood.